Event description:
It was reported that a wireless battery module g has fluid intrusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom fluid intrusion. Evaluation found corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device could not be repaired and was retired from service.